Event description:
It was reported that the user requested assistance with an infusion set change for an inset 23" and, after reconnecting and resuming insulin delivery, experienced shakiness with a blood glucose of 63 mg/dl; the user treated with oral glucose as instructed during troubleshooting and education. Symptoms included hypoglycemia with shakiness. Outcomes included on-call guidance, self-treatment with glucose tablets, and continuation of insulin therapy without hospitalization. Investigation included customer service troubleshooting focused on infusion site change steps and confirmation of resumed delivery. Investigation of this case revealed no device malfunction identified during the call, and the cause of the hypoglycemic event remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.